Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Reportedly, customer "passed out", fell, and "tore a few ligaments" in knee. Customer's spouse called an ambulance who transported customer to the emergency room. Customer was treated with a glucose tablet and intravenous saline and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.